Event description:
Rejected by (B)(6). I am not sure if the procode is cai or bze. The hospital is having issues with leaky patient circuits (used with the 980 ventilator). "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".